Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms, motor error alarms, and may have been delivering too much insulin. Blood glucose level at the time of the call was 457 mg/dl. The customer was unable to troubleshoot at the time of the call as he was driving. The insulin pump was not replaced or returned for analysis.